Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an upstream alarms occurred. A review of the event history log revealed multiple upstream occlusion messages. The reported condition was verified. The cause of the condition could not be determined. No action required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.